Manufacturer narrative:
Additional information was received including the item lot number. The expiration and manufacture dates have been added to this report based on the new information received. The implant was returned and evaluated. The failure of the component is due to the fracture of the peg and hence the loss of fixation. The returned components were supplied with little information with regards to the component positioning and any observations made during the procedure. The fracture surface of the stem is polished, hiding any possible fracture features. This consequently made it impossible to determine the likely crack propagation sites and the nature of the loading that resulted in the eventual failure of the part. The bone interfacing surfaces show excellent adhesion of bone to the porous coating on the acetabular component but the femoral head is more than half full with cement. This suggests that the amount of bone around the proximal femur following its resection may not have been substantial enough to support the head. This may indicate that the impaction or seating of the component was sub-optimal, or it may have been due to degenerative disease of the head such as vascular necrosis, which can lead to a collapsed femoral head. This possible reduction in support of the femoral head may have led to the device ¿flagpoling¿, if the stem was secure, eventually resulting in a fatigue failure of the stem. However, without any further detail such as radiographs or operative observations and surgeon¿s notes, this scenario could not be confirmed.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on an unknown date due to fracture of the femoral head pin. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.